Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. The inspection and testing of the returned device did not confirm or reproduce the reported image issue. The evaluation found the video connector was damaged. In addition, the adhesive rubber in the bending section was chipped, and the angulation lock was loose. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was no video [no image]. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the reported event (no video).

Event description:
Additional information received regarding the reported issue (no video): the reported issue was discovered during pre-use inspection of the subject device. The intended therapeutic procedure was completed using another device. There was a delay of several minutes due to the replacement of the device. There was no patient impact.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.